Manufacturer narrative:
The reported device, used in treatment was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. The customer provided images confirmed the tip of the meniscus mender was broken. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The complaint was confirmed. Factors that could have contributed to the reported event include an inadvertent impact event that could have occurred during device transportation, rough shipping and handling, or at customer site.

Manufacturer narrative:
Internal complaint reference case-2020-00030281-1.

Event description:
It was reported that, when the meniscus mender was being unpacked, it broke at the tip. No manipulation of the device took part. Incident occurred while setting-up to the procedure. It is unknown if a back-up device was available. A delay greater than 30 minutes occurred. No patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.